Manufacturer narrative:
The investigation for the reported ventricular perforation/vessel damage has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the vessel damage was use related.

Event description:
Additional details have been added to the narrative for this event. The complainant reported that a patient was implanted with an impella 5.5 pump for bailout. The team had access site and delivery issues leading to multiple attempts before successful implant. Post placement, blood was seen in the patient¿s chest and a perforation was discovered in the back of the left ventricle. The perforation proceeded to grow rapidly and the pump was removed. The patient was placed back on bypass and the lv was surgically repaired. A second pump was prepped for implant, but the team was unable to successfully deliver the second pump. The patient was medically managed and expired within an hour of arriving in the ICU.

Manufacturer narrative:
Additional information added to b2, b5, h1, and h6 to coincide with the report of the patient's passing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 65-year-old female noted as post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 device for a bailout situation. The team had access site and delivery issues. Post placement, the team observed the left ventricle (lv) to be perforated. The 5.5 was removed for surgical repair of the lv. Afterwards the team was unable to deliver a new 5.5 pump and the patient was medically managed and expired.